Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated, or did the customer report any other failure prior to this service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system mainframe display went to all blocks during a case. The 9800 system had to be re-booted and the procedure was completed without incident. No pt injury was reported.